Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the grips were bent, causing side to side misalignment of grips. There was a 0.020 offset at the tips. The bent grip had a separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Additional observation not reported by the customer was main tube damage. The distal end of the main tube had various scratch marks with light material removal. Scratches were 0.070 - 0.115 in length and were not aligned with the tube axis. Evidence not conclusive but main tube damage is likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified a pk dissecting forceps instrument with bent tips. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.